Manufacturer narrative:
A1 - patient identifier: added e1 - initial reporter phone: (B)(6). Device evaluated by MFR: the angiojet zelante catheter was returned for analysis. Inspection of the device revealed shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. No leaks were observed. A hypotube separation was observed at the strain relief and 4 cm from the strain relief along with a shaft kink located at 8 cm from the strain relief. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 05sep2025. It was reported that message error and liquid leaks occurred. A zelantedvt clothunter catheter was selected for aspiration of deep venous thrombosis. During procedure, the console alerted a check saline supply message error. It was also noted that liquid was leaking in the pressurized chamber, and the catheter could not work properly when stepping on the working pedal. The procedure was completed with another of same device. There were no patient complications as result of the event. However, device analysis revealed hypotube separation.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the angiojet zelante catheter was returned for analysis. Inspection of the device revealed shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. No leaks were observed. A hypotube separation was observed at the strain relief and 4 cm from the strain relief along with a shaft kink located at 8 cm from the strain relief. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 05sep2025. It was reported that message error and liquid leaks occurred. A zelantedvt clothunter catheter was selected for aspiration of deep venous thrombosis. During procedure, the console alerted a check saline supply message error. It was also noted that liquid was leaking in the pressurized chamber, and the catheter could not work properly when stepping on the working pedal. The procedure was completed with another of same device. There were no patient complications as result of the event. However, device analysis revealed hypotube separation.